Event description:
Bidirectional steerable diagnostic electrophysiology (ep) catheter difficult to maneuver in both directions per physician. Physician placed in body and after a period of time, it was determined that the catheter was not working properly and removed immediately. Catheter noted to have damage at the diagnostic tip-metal exposed.